Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lv lead was attempted to be repositioned but the decision was made to replace the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.